Manufacturer narrative:
(B)(4). Batch # t93f03. Date of event is 2019. Event day and event month were not provided. Investigation summary: the device received was returned with the tissue pad with normal ware and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the coating of the unboxed harmonic separated from the jaw. There were no patient consequence.